Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead was impinging upon the patient's tricuspid valve. No symptoms were reported as a result. The lead was explanted and replaced during a system upgrade procedure.